Event description:
The IV tubing used for the pump has no backcheck valve. In the free-flow mode, if medication is injected into a port on the tubing, because there is no backcheck valve, the medication goes back into the IV bag. Example: anaphylactic shock. Ephinephrine injected into a free-flow IV through an injection port ran retrograde into the IV bag. Example: emergency appendectomy. Tubing in free-flow position, wide open. Injected induction agents for rapid sequence induction for full stomach precaution and the drugs infused retrograde into the IV bag, rather than the pt. Example: a situation when a drip of nitroprusside was placed in the pump cassette in the open position, the tubing inserted into a free-flow injection port in a conventional IV, and the pin in the wide open position. This was done since the pump does not allow a drip to be in the idle mode without alarming. The entire bottle of nitroprusside infused over several minutes, the clinicians involved could not keep the blood pressure up on a pt for a carotid endarterectomy, and the case had to be cancelled before incision was made.